Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 13jul2020.

Event description:
The customer reported that the battery is not charging. The customer contacted product support and reported battery was completely depleted and the fan is turning on and off while the unit is turned off and ac is plugged in. The customer reported that they charged the battery and it has 12.9v. The customer reported when ac is unplugged the unit shuts down. The customer advised that the battery date of manufacture is 2018. Product support advised the customer that the fan will turn on and off when the battery is too low and is charging. Product support advised the customer to swap out the battery and fan stopped. The customer reported that the unit was not in use on a patient. The biomed replaced the back-up battery to address the reported issue.